Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch qhmcsz, y315h and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please confirm how many sutures presented the issue of breakage during the animal surgery procedure? Did this event happened in more than one procedure? If yes, how many procedures and how many devices in each procedure? Could you please confirm if the device is available for return? I was doing a surgery and tying a knot and when I put the appropriate amount of pressure on the suture material it broke. So then I started to just test the suture material I had left and with light pull it broke. Not at all what I expected. I opened another pack it was also defective and broke too easily. So I stopped opening packs went to a different suture entirely like pds and finish the surgery. I have not used the product since. I then tried another lot of 4-0 monocryl and it handled properly. Events were submitted via 2210968-2021-01554.

Event description:
It was reported by vet that the animal underwent an animal procedure on unknown date and the suture was used. During use or tying a knot, the suture was breaking too easily when the appropriate amount of pressure on the suture material was placed. Another type of suture was used to complete the procedure.